Event description:
Healthcare professional reported for left side "exchange from textured to smooth implants due to the patient's concern with the product" and "possible rupture". Patient reported the following events not related to the device "bii - breast implant illness", "losing weight", "sore throat". Patient reported via voluntary mw "breast tenderness, pain, pain in chest", "increased anxiety, "chronic anxiety", "implants were recalled and known to cause a rare form of cancer", "pockets of fluid", "lymph nodes were inflamed", "leaking silicone and had lost volume". Also reported the following events deemed not related to the device "stomach problems, excessive weight gain, estrogen levels of 997", massive night sweats, memory lapses, excessive cold limbs, insomnia, skyrocketing blood pressure, "began to drop weight", "thyroid was attacking itself", diagnosed with hashimotos like illness¿,"ringing in ears", "excessive brain fog", "metal taste in mouth", "bleeding gums", "depression", "diagnosed with raynaud's started a new medication for twitching", "ultrasound showed a mass", "multiple utis", "constant infections", "pain in throat and joints', "excessive exhaustion".device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5103458.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product and possible rupture.

Event description:
Healthcare professional reported for left side "exchange from textured to smooth implants due to the patient's concern with the product" and "possible rupture". Patient reported the following events not related to the device "bii - breast implant illness", "losing weight", "sore throat". Device remains implanted.